Event description:
During a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion being treated was a tortuous left anterior descending (lad) lesion. The lesion was predilated with a 2.5 stormer (medtronic) balloon. When the physician tried to place the taxus express2 8.8% 3.0 mm x 24 mm stent in the lad lesion, he noticed that the stent itself was moved from its original site. The physician removed the entire stent system including the guide wire without incident from the pt. The physician noticed by visual examination that the stent had become dislodged, it was not found within the marker bands. The physician completed the procedure with another taxus express2 8.8% 3.0 mm x 24 mm. There were no pt complications.